Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.   (B)(4).   Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were stent struts in the first proximal row that were bent and lifted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. There was contrast in the balloon and inflation lumen. The bumper tip of the device showed no signs of damage to the distal edge of the tip. A visual and tactile examination found several hypotube kinks throughout the device. A visual and tactile examination found no signs of damage to the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 13-may-2016 it was reported that crossing difficulties were encountered. The 82% stenosed target lesion was located in the mid to distal left coronary artery. A 2.50x16mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patients status was stable. However, returned device analysis revealed proximal stent damage.